Event description:
The iab leaked immediatley upon insertion. The iab was removed and another was inserted. (Multiple event to customer complaint numbers 97-00865,97-00867,97-00868. (Event complications: unknown-reproted 7/28/97. (Pt's current status: expired-rpt'd 7/28/97.)

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1701, and position 3: 1738. Evaluation: under water leak testing disclosed a leak in the catheter tubing. Under microscopy, a square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the catheter tubing probably caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion.